Event description:
It was reported that the patient's stopcock got loose and disconnected on its own during infusion for a short period of time causing patient's blood pressure to drop significantly. There was a patient involvement and a patient harm.

Manufacturer narrative:
D4 - expiration date - left blank as the lot number is unknown. H4 - device MFR date - left blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.